Event description:
It was reported that the locking tab broke on the provisional liner when relocating hip intraoperatively.

Manufacturer narrative:
This report will be amended when our investigation is complete.